Event description:
It was reported a patient underwent a breast reconstruction procedure on (B)(6) 2023 and topical skin adhesive was used. Post op 19 days, the patient experienced a reaction to the adhesive. Adhesive was removed. Has a lot of itching, rash and discomfort after applying antibiotic ointment and vashe wound solution. The patient reaction has resolved. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: date of procedure: (B)(6) 2023. Date of reaction: 12/04/2023 reaction caused a red raised popular rash measuring approximately 4 x 7 cm no pictures the vashe wound solution is medical grade and the antibiotic ointment is over the counter. A prescription fungal ointment was prescribed for a fungal rash noted in a different area. Product was immediately removed. Rash worsened and spread and patient was referred to dermatology. Unable to provide the lot number the reaction persists. Patient reports no past procedures utilizing dermabond or prineo. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? Current status of patient? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: b6. Tests/lab data including dates additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. (B)(4) represents patient presenting 19 days post op 2 of 2 were any cultures taken? Yes results? Skin flora please describe how was the adhesive was applied. Directly to skin with dermabond over the top what prep was used prior to, during or after adhesive use? Prep with chlorhexadine was a dressing placed over the incision? If so, what type of cover dressing used? Kerlix gauze without tape is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown is the patient hypersensitive to pressure sensitive adhesives? No was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No patient demographics: initials / ID, gender, age or date of birth; bmi- s.z. Female, 35 y/o patient pre-existing medical conditions (ie. Allergies, history of reactions)- cephalosporins, propofol, nsaids. Reports sensitive skin has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Yes, without a reaction name of surgeon? Aldona spiegel, md what is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown, possible allergy this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.